Event description:
It was reported that the lead had a patient alert and t-wave oversensing. X-ray confirmed the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that multiple positions were attempted with the pace/sense lead, but t-wave oversensing occurred with all but one position. Because electrical measurements were ok, and a vf (ventricular fibrillation) induction sensed and shocked appropriately, the lead was left in place. It was further reported that the patient returned three days later due to a device alert. Electrical measurements and x-ray confirmed the pace/sense lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.